Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing direction of flow label, which was observed during evaluation and is considered confirmed. The label was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the direction of flow label was missing. There was no patient involvement.